Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was reinstalled to resolve the reported issue.

Event description:
The hospital reported that the unit was not holding pressure in bag mode preventing manual ventilation. There was no report of patient involvement.